Event description:
The complaint is reported as: "the physician reports that when opening the femoral sac kit, she saw that the guide wire was crumpled and bent into 2 parts. Requested another kit for the procedure without harming the health and safety of the patient."

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "the physician reports that when opening the femoral sac kit, she saw that the guide wire was crumpled and bent into 2 parts. Requested another kit for the procedure without harming the health and safety of the patient."

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.1.-brand name corrected to arrow arterial cath set: 18 ga x 8cm. Section d.4.-catalog# corrected to sac-00818. Section d.4.-UDI# corrected to (B)(4).